Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse (pdrn) reported that this patient was diagnosed with peritonitis around 13/jan/2023. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the (B)(6) clinic on (B)(6) 2022. No signs or symptoms were reported; however, a pd culture was obtained that day. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per pd protocol with intraperitoneal (ip) vancomycin 1g every three days for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The culture resulted positive for staphylococcus aureus. On (B)(6) 2023, a repeat culture was obtained. The culture resulted positive again for s. Aureus. The patient¿s antibiotic therapy was continued with the ip vancomycin 1g every 3 days for another 27 days. The patient underwent a follow-up culture on (B)(6) 2023 which still resulted positive for s. Aureus. The patient was re-started on antibiotic therapy with ip vancomycin 750mg daily for 21 days to be administered in a 6-hour dwell during a manual daytime exchange. The latest white blood cell count on (B)(6) 2023 was 30 with a polymorphonuclear cell count of 13%. The cause of the peritonitis is unknown, but touch contamination is suspected. Several home visits have occurred. The patient is continuing with ccpd and utilizing a daytime capd exchange for the administration of the antibiotic.